Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 2.25mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the device became stuck with the non-bsc guide wire. The device was then retrieved together with the guide wire and the procedure was completed with another 2.25mm x 15mm emerge¿ balloon catheter. No patient complications were reported.